Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per the manufacturer's subsidiary, the local control knob did not move during calibration, so they changed over to using a pole mounted gas blender.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) would not calibrate. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the connector to the internal flow meter was not fully inserted causing the electronic patient gas system (epgs) to fail calibration and for the flow knob to turn past its stop point. After reseating the connector the unit passed calibration and the flow knob stopped abnormally rotating. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.